Event description:
Related manufacturer reference number: 2017865-2022-05374. It was reported that a patient's right ventricular lead experienced lead noise with multiple noise reversion episodes. The patient's lead was explanted and replaced on (B)(6) 2022. The physician attempted to remove the lead from the old pacemaker, but they had difficulty removing the lead from the device header. The physician felt it would be better to explant and replace the pacemaker as well. The patient was stable after the procedure.